Manufacturer narrative:
The returned sensor was evaluated. During inspection, the sensor passed visual inspection; eeprom contents were verified and no problems were observed through this verification; however, failed functional analysis due to broken green and white conductors at the detector solder joint assembly a "probe is off the patient" error message displayed; which would have prevented the unit from being able to engage in monitoring activities. (B)(4). The instructions for use contain warnings to prevent skin concerns, they are as follows: exercise caution with poorly perfused patients; skin erosion and pressure necrosis can be caused when the sensor is not frequently moved. Assess site as frequently as every (1) hour with poorly perfused patients and move the sensor if there are signs of tissue ischemia. Circulation distal to the sensor site should be checked routinely. During low perfusion, the sensor site needs to be assessed frequently for signs of tissue ischemia, which can lead to pressure necrosis. Do not use tape to secure the sensor to the site; this can restrict blood flow and cause inaccurate readings. Use of additional tape can cause skin damage, and/or pressure necrosis or damage the sensor. Sensors applied too tightly or that become tight due to edema will cause inaccurate readings and can cause pressure necrosis. (Brand name) updated from "lncs neo" to "lncs neo-3", (model #) updated from "1862" to "2320", (catalog #) updated from "1862" to 2320", (lot #) updated from a blank filed to ""k17a1e", (exp. Date) updated from a blank field to "01/01/2020", (UDI #) updated from a blank field to (B)(4), (device manufacturer date) updated from "blank" to "02/01/2017".

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported skin concerns: the indentation from the probe is the biggest concern to date. Even with padding, clinicians and our wound and skin cns are seeing prolonged redness and indentation from the cable on the probe and the actual emitter/detector from the probe. No patient impact or consequences reported.